Manufacturer narrative:
Product implanted for off-label use. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for epilepsy and movement disorders. The patient reported that the patient had their impedances checked about 2-3 months ago and they were all over the place. The patient reported they met with a manufacturer representative (rep) who checked the patient's impedances several times and noted that they were "all over the map." No patient symptoms were reported. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. Patient reported that they were having a routine check of their impedances to see if it was safe to have an MRI done. It was also re ported that there had been no steps taken to resolve the issue, resulting in the patient's inability to receive an up to date MRI which was vital for moving forward with their brain health. Patient reported that the impedance issue had not been resolved, and no one seems to have any answers, further mentioning that most people were unfamiliar with the patient's bi lateral stimulation set-up and were only used to the single sided cases, such as those with parkinson's. No further patient complications were reported/ anticipated as a result of this event.